Event description:
The ortho summit sample handling system instrument reportedly did not pick-up a disposable pipette tip properly and the tip dragged across the top of the microwell plate. There was no sample/reagent in the tip and the instrument did not generate an error message. No death or serious injury was associated with this incident.